Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as initially reported, during a percutaneous transluminal angioplasty and distal bypass procedure, a micropuncture transitionless access set sheath was unable to advance through the puncture site, which was reportedly below-the-knee. Severe calcification was noted at the puncture site. The needle was inserted without difficulty, and another manufacturer's wire guide was used during the procedure; however, resistance was encountered upon attempted advancement of the sheath/dilator. The user changed the access site and another device was used to complete the procedure. Upon return and initial evaluation of the device on (B)(6) 2020, the outer catheter was noted to be accordioned and elongated. There have been no adverse effects to the patient reported. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the complaint device was conducted during the investigation. One used device was returned with biomatter present. The outer catheter was accordioned approximately 8mm below the catheter hub and elongated 3.4cm from the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The complaint file, device history record, complaint history, validations, and manufacturing documents provide evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU instructs the user not to attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event could not be established; however, it is possible that the patient's calcified anatomy contributed to the event. This case was evaluated for risk and no additional risk mitigation activity is recommended. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As initially reported, during a percutaneous transluminal angioplasty and distal bypass procedure, a micropuncture transitionless access set sheath was unable to advance through the puncture site, which was reportedly below-the-knee. Severe calcification was noted at the puncture site. The needle was inserted without difficulty, and another manufacturer's wire guide was used during the procedure; however, resistance was encountered upon attempted advancement of the sheath/dilator. The user changed the access site and another device was used to complete the procedure. Upon return and initial evaluation of the device on 27may2020, the outer catheter was noted to be accordioned and elongated. There have been no adverse effects to the patient reported.